Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error, external flash error and motion sensor test failure. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported multiple errors and alarms. The customer reported during troubleshooting the drive support cap was normal slightly indented. The insulin pump may have been exposed to a high magnetic field at work. The customer was unable to complete the insulin pump rewind due to the insulin pump alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test or verify motion sensor test failure and external flash error. Alarm due to motor error alarm. The insulin pump was received with normal operating current. The insulin pump passed self test. Pump passed off no power test. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, and cracked reservoir tube lip.